Event description:
Pt reported pump malfunction; pt states the wind knob won't push the syringe and got stuck in the middle. Pt did not miss a dose; no adverse event reported. The pump is available for return. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6): patient/caregiver. From 2020 to present.